Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged and was exhibiting high threshold measurements. No changes have been made to the patient's system and the ra lead continues to remain implanted and in service. No adverse patient effects were reported.